Event description:
Spontaneous call: pt who reported that she just received her new pumps but she continued getting the same blockage detected error message. She stated that she decided to try switching out the tubing to one from a new batch, and she was able to get the infusion going. Since last night, she has wasted at least 5 tubing, all from the same lot number: 4294065. No missed doses or adverse events reported. Unknown if available for return; unknown if md aware. No further information provided. Reported to cvs/caremark by: patient/caregiver.